Event description:
It was reported that during testing the device was not activating the blade and had a pressure leak. No harm or delay were reported as it relates to this event. No additional adverse event was reported as it relates to this event.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Upon completion of the investigation a supplemental/final report will be filed.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record determined the neck pin and machined head were damaged, the unit was out of calibration, and the control bar was not in the correct position. The neck, reciprocating arm, head control shaft, and various bearings were replaced and the device was recalibrated and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.